Manufacturer narrative:
Follow-up submitted to correct spelling and awareness date in section PMA/510k.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check it was found that there was no primary stability, and implant was replaced.